Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient underwent explantation and replacement with mentor high profile memory gel implant on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/ or reoperation: left rupture, and granuloma (silicone in armpit). Concomitant products: right side; 150cc mentor memorygel breast implant, catalog number: 3501501bc, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary reconstruction breast surgery with a 425cc mentor memorygel breast implant and was presented with breast implant rupture on her left side. Ultrasound in (B)(6) on (B)(6) 2019 confirmed left side rupture and needle biopsy for lump in armpit showed silicone in armpit. As a result, the device will be explanted on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/10/2020, device evaluation was completed. Device evaluation summary: during visual inspection of the device it was observed a crease in anterior view. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor became aware that incorrect device code was inadvertently submitted under initial submission (manufacturer report number: 1645337-2020-00984) on (B)(6)2020. B5 of the initial report indicated rupture, however, device code was inadvertently reported as adverse event. It has been corrected under field h6 (device code) as "material rupture" on this form. Manufacturer¿s reference number: (B)(4).